Event description:
Caller reported a cartridge alarm issue. Blood glucose level was not adversely affected, as it did not exceed 500 mg/dl. Customer was advised to continue using the current pump with multi-dose insulin backup available while a replacement pump with updated software was sent. Technical support confirmed the shipping address and informed the caller about the necessary steps for receiving and returning the faulty pump. Customer understood the instructions and acknowledged them.